Event description:
The device is used by healthcare professionals in the collection and in-vitro storage of neonate blood. The neonate blood is tested to screen the infant for congenital abnormalities of metabolism and other conditions. The device is presented as joined parts which constitutes the total device presentation. Each card is printed with a unique serial identification number in two places; on the forms providing the infant's demographic details, and on the filter paper to which the blood is applied. The 903 card supplied to (B) (6) newborn screening program, (B) (6) department of health & hospitals is a customised card which the customer designs in partnership with whatman, to meet the customer requirements for newborn screening. The complaint from the customer was that two different serial identification numbers were printed on one card; one number on the form providing the infant's demographic details, and a different number on the filter paper to which the blood is applied (correct serial identification number).

Manufacturer narrative:
Conclusions: (B) (4) was printed on the demographic portion of the form while the filter paper portion of the same form was printed with the (B) (4) (correct number). The customer has identified one card as having this error. Each form is printed with a unique serial number. Each portion of the form should be printed with the same serial number. The error occurred during the repair process at the supplier/printer's bindery operation. A total of 1306 individual cards were inspected/corrected by the operator. The serial numbers of the inspected/corrected cards are in the range (B) (4) to (B) (4). A list has been constructed showing the serial numbers of all 1306 inspected/corrected cards, which has been advised to the customer. The quality issue raised by the customer (B) (6) 2008 has been throughly investigated. This includes root cause analysis and corrective (scars)/preventative actions. Based on this analysis and complaint investigation we do not believe any further actions are required at this time concerning distributed product. Whatman will continue to monitor for any new communication or information regarding this particular complaint.